Event description:
The patient went to surgery and it was reported that high impedance was not noted in the or. The patient just had their generator replaced. It was reported after the generator was replaced testing was normal. It is possible this was a lead pin connection issue. The explanted generator was returned for analysis and completion is pending.

Event description:
Product analysis on the returned generator was completed on (B)(6)2012. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported by a company representative that high lead impedance was received at a follow-up appointment during normal and system diagnostics. Moreover, additional information from the area representative indicated the patient's device was programmed off at the time of the high impedance reading. No x-rays will be taken and there was no suspected manipulation or trauma to the device. No diagnostic history was available to pin-point the last known good impedance values. At the moment, revision surgery is likely but has not been confirmed.

Manufacturer narrative:
(B)(4). Device manufacture date (mo/day/yr) updatd to generator product information.

Manufacturer narrative:
The manufacture date was incorrectly reported on the initial report.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.